Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off due to insufficient power. During troubleshooting with tandem customer technical support (cts) it was determined that the customer allowed the pump battery to fully deplete and subsequently the pump shut off. Cts informed the customer the pump battery was depleting as expected based on the customer's settings and pump interaction. Customer acknowledged. The customer¿s blood glucose (bg) was 550 (mg/dl) and a manual injection was administered to address bg.